Manufacturer narrative:
Additional pro code: dro. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device failed the power on self-test for defib and pacer. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated there is no malfunction with this device; therefore, product will not be returning to zoll.